Event description:
The user facility reported that during a patient procedure their roth net device was observed to have a "broken net". User facility personnel utilized another roth net however, the device "broke". No report of injury.

Manufacturer narrative:
User facility personnel stated that the devices subject of the reported event were disposed of and cannot be returned for evaluation. Without the return of the subject devices, a root cause cannot be determined. The device history records (dhrs) were reviewed and confirmed the devices were manufactured to specification. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available. No additional issues have been reported.

Manufacturer narrative:
During follow-up with user facility personnel, it was determined that the roth net that was being utilized was likely too small for the removal of the peg tube internal bolster subsequently causing the reported event to occur. Steris performed in-service training on the proper use and operation of the roth net and the importance of using the appropriate size device for applicable patient procedures. A complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.